Manufacturer narrative:
Corrected data: this information was inadvertently left off of supplemental MFR. Report #02.

Manufacturer narrative:
Event description; corrected data: supplemental MFR. Report #01 inadvertently reported that the tablet had been returned; however, only the usb for the tablet was received.

Event description:
Only the usb cable was received for analysis. Analysis of the usb cable was completed on (B)(4) 2015. Visual analysis verified that pin 5 of the db9 connector was bent. Once pin 5 was straightened, no anomalies associated with the cable performance were identified during the analysis.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the company representative's tablet needed a new usb cable because the usb cable was broken. The company representative was provided a new usb cable. The broken usb cable is expected to be returned for analysis, but has not been received to date.

Event description:
The tablet was received for analysis. Analysis is underway, but has not been completed to date.